Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted hysterectomy procedure, the mcs tip cover came off the instrument and fell inside the patient. It was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the issue to occur.

Event description:
It was reported that after a da vinci-assisted hysterectomy procedure, the monopolar curved scissors (mcs) instrument was being removed from the port and the mcs tip cover accessory came off and fell inside the ventral fascia of the patient's abdomen. The mcs tip cover was able to be retrieved; however, the issue resulted in a delay of 2 hours because it was unable to be located via x-ray. The customer had not applied electrolube prior to installing the tip cover and it was installed properly. The procedure was able to be completed with no adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) attempted to obtain additional information regarding the reported issue; however, the attempts were unsuccessful.